Manufacturer narrative:
A ge service representative performed an onsite investigation. A connector in the plug was tightened and the software was updated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication failure error message which caused the system to lock up. No patient injury was reported.